Manufacturer narrative:
(B)(4).

Event description:
It was reported that at post op check it was noted that the right atrial lead had dislodged. The patient was asymptomatic. On (B)(6) 2016 the lead was successfully explanted and replaced. The patient was in stable condition post surgery.